Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. A potential reason for the complaint is that during the surgery energized tips of the forceps touched aneurysm clip. The aneurysm clip is electrically conductive and direct contact with forceps could cause the energy from surgical rf generator to flow into the aneurysm clip and inadvertently to the brain. This could cause excessive power delivery to the cerebral artery and brain tissue. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The affiliate reported a surgical treatment of a left cerebral artery aneurysm. During coagulation of the clipped aneurysm with bipolar forceps, the tip of the forceps got in contact with the clip extremity. There is a stenosis with black aspect of the artery and black area on the frontal cortex. The patient suffered aphasia as a clinical consequence after surgery. The patient has recovered since then.